Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
In 2007, a customer reported an issue with his precision xtra blood glucose meter. While waiting for replacement product to arrive, the customer reported not being able to properly test, and three days later, the customer reported feeling sweaty, and then he reported experiencing a loss of consciousness. Paramedics were called, and the customer was then diagnosed with hypoglycemia, and 50ml of glucose was administered in order to stabilize glucose levels.